Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were ejecting from the jaws sideways. Some of the clips went into the patient but were retrieved. Another device as used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Jaw misaligned, dropping or ejected clip. (B)(4). The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, three scissor clips class I and ejected the remaining three. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. No incident related to the reported event was observed during the batch record review.